Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was not returned. Additional information was received that the reason for ipg replacement was due to charging difficulty. The patient was doing well postoperatively.